Manufacturer narrative:
Pump passed the self test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Pump was monitored for several days and no unexpected beep anomaly or audio/beep anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump kept beeping. The customer's blood glucose was 232 mg/dl at the time of incident. The customer performed troubleshooting but the beeping recurred. The insulin pump will be returned for analysis.